Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during use, the line disconnected inside the unit and leaking occurred.

Manufacturer narrative:
A review of the device history record for the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received for evaluation. A visual and functional inspection was performed and there were no issues found. The root cause could not be identified as the returned product did not exhibit any deficiency. As there is no trend for the reported issue as it relates to the product & DHR, the complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
Updated section g:4 - change the aware date from 3/11/20 to 3/5/20.